Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the helix of the leads were noted to be partially extended upon removal from their respective boxes. The leads were implanted and remain in use. No patient complications have been reported as a result of this event.